Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot#: v003662, product type: lead. Other relevant device(s) are: product ID: 377860, serial/lot#: (B)(4), ubd: 16-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient usually recharges the implantable neurostimulator and then uses the patient programmer to turn stimulation back on; however, when the patient did this on (B)(6) 2020, the implantable neurostimulator would not turn on. At the time of the call, the implantable neurostimulator was confirmed to be on; however, the patient was not feeling stimulation. The stimulation was described as a waterfall sensation. The patient increased from 5.10 volts up to over 7.0 volts and did not feel stimulation. The patient decreased to 5.2 volts. Adaptivestim was enabled. After turning adaptivestim off and increasing stimulation, the patient was still not feeling stimulation. Adaptivestim was turned back on. Turning the stimulation on and off also did not resolve the issue. The patient has not had any recent falls or trauma which may have contributed to the issue. The patient only has group a, program 1 programmed. There were no further complications reported. Additional information was received from the patient. It was reported that the rep found the wire was no longer working and switched to a different wire. Patient stated through the reps (B)(6) they switched the patient from dead wire to another wire and now it works great. Issue resolved.